Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the proximal lad. An angiographic complication of dissection occurred during the index procedure. The event was not assessed for relatedness with the study device.